Event description:
It was reported by service report that the cot will not lock in the cot fastener due to the retaining post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.